Event description:
It was reported that data points and the graph were missing from the pump display. Customer's blood glucose was 214 mg/dl. The customer was instructed to reset the pump to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.